Event description:
The customer stated the rubella calibration failed with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The abbott customer technical advocate (cta) asked the customer to check the probes, calibrate the meia optics, check the volume of the dispensers and decontaminate the mup. The customer called back on 2/26/08 after performing the maintenance and indicated that the calibration passed after centrifuging the calibrators. No impact to pt mgmt was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.